Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 8/27/10, 9/2/10, and 9/17/10 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).

Event description:
A surgeon reported that he has pts who are not seeing clear or sharp following intraocular lens (iol) implant surgery. Add'l info has been requested.